Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # n4l1826y); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the stapler could only be fired halfway. The staple line stopped from the central line. Afterwards, the jaws were not opening and would not straighten from being articulated. The reload was resected off the tissue to resolve the issue. The surgical time was extended for 30 minutes due to the issue. The reload also was unable to be unloaded from the adapter. The reload just unloaded with the retraction tool.